Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was frayed during insertion, preventing it from advancing into the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "catheter tip seems to fray during insertion, preventing the catheter from advancing during insertion, catheter tip frays not allowing advancement up vein; not the first time this has happened".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly. Through the visual and microscopic inspection of the unit there were no cuts or slits in the catheter tubing or damage of the adapter found. The catheter tip was inspected and rated acceptable. There was no fraying of the catheter observed. The defect ¿catheter tip integrity¿ as stated in the report was not confirmed based on evaluation of the returned unit. A device history record review could not be performed as the lot number was reported as unknown. H3 other text : see h.10.

Manufacturer narrative:
Ate of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter tip was frayed during insertion, preventing it from advancing into the vein. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "catheter tip seems to fray during insertion, preventing the catheter from advancing during insertion, catheter tip frays not allowing advancement up vein; not the first time this has happened."